Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare to report that they were unable to see a single telemetry bed on the xhibit central station. Spacelabs healthcare technical support attempted to remotely connect to the customer site to perform investigation into the issue, however was initially unable to connect. When technical support was able to connect to the system, the patient had been transferred. Attempts were made to contact the customer for additional information; however, no response has been received at this time. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.